Event description:
It was reported the patient developed endocarditis and that there was perforation of the right ventricular lead. The implantable cardioverter defibrillator (ICD) was explanted. The patient was enrolled in (B)(4) clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and reported that endocarditis was initially suspected however the patient left against medical advice and did not receive a full workup. The patient then was readmitted with respiratory distress, was intubated. The patient was admitted to the hospital with chronic obstructive pulmonary disease exacerbation, congestive heart failure and was then transferred to another hospital for explant. After transfer, the patient was diagnosed with endocarditis, septic emboli, an embolic stroke and renal failure.